Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's pacemaker was in backup vvi mode and had failed to be interrogated due to inductive telemetry was not available. The physician attempted to interrogate again but was unsuccessful. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.